Event description:
The pt had been testing blood glucose on the suspect device. The values were low and 36 mg/dl between 8am and 10am. At 11am pt went to the dr's office and pt's blood glucose was 370 mg/dl. Pt was given insulin.